Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 13, 2025, the user informed senseonics that the cgm displayed results that differed from glucometer measurements. Based on escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The returned sensor underwent visual inspection, which revealed that a portion of the hydrogel was missing from the long end of the sensor. The missing hydrogel was likely caused by excessive force applied by the removal clamps during sensor explant and is considered unrelated to the user's reported complaint. Sufficient hydrogel remained over the optical area; therefore, functional testing was not expected to be impacted. In-house testing did not identify any anomalies. Review of in vivo raw data indicated optical instability across all four channels during the period corresponding to the reported inaccuracies. This instability likely contributed to the discrepancies observed between sg and bg readings. The failure mode could not be reproduced during returned product testing and may be attributable to conditions present in vivo, such as the physiological state of the hydrogel, which cannot be fully replicated under laboratory conditions. B4.date of this report 11 oct 2025. G3.date received by the manufacturer? 11 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 431.